Manufacturer narrative:
A review of the device history records & sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a female patient in 1999 was explanted & replaced in 2006, due to specification & pitting. Opacification was diagnosed in 2003 and a yag was performed in 2003. Corrected visual acuity 20/20-2 as of 2006 exam, prognosis fair with concern of risk of chronic iritis noted. No further information is available.